Event description:
Additional information received reported that the patient underwent an eight day isotope study on 2015 (B)(6). The results of the study was not available as of 2015 (B)(6). During the study, the volume discrepancy was no more than 1cc. The drug currently in the pump was morphine 60mg/ml mixed with bupivacaine and fentanyl. The patient's dose was based on the morphine. The current rate was a simple continuous mode at 7.27mg/day.

Event description:
It was reported that there was a volume discrepancy. The expected residual volume was (erv) 6.1ml and the actual residual volume (arv) was 19ml. It was reported that at the last refill they removed 2ml more than expected. The refill prior to that was exactly accurate. The refill before that they aspirated 0.3ml more and the refill before that they pulled out a little less. The healthcare provider (hcp) reported that the patient got refilled typically every 90 days and the patient was a little over that now. The hcp reported they would likely do an "isotope" study to evaluate the catheter. It was later reported that the physician tried to aspirate through the catheter access port (cap) and could not aspirate. The physician did not attempt to inject dye through the cap. The hcp did not perform a roller study because he can never see the rollers turning. The physician declined to perform roller study. The patient was coming back on (B)(6) 2015 (next wednesday) for a dye study but the protocol the doctor wanted to use involved removing drug out of the pump. The protocol was to discard all but 3ml of the drug an then use the isotope to be pushed into the pump followed by the 3ml of the drug. The manufacture representative was not aware of any symptoms or changes in therapeutic effect. The patient had significantly more pain. There was 24 months to eri (elective replacement indicator). The pump system was delivering fentanyl, bupivacaine and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis of the catheter, model# 8596sc, sn (B)(4), found no significant anomaly. Coring-tears-cuts in the cup seal was seen without leaking. Slight damage was also seen on both retaining ring fingers.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type :catheter. Product ID :8709, lot# j11041r23, implanted: (B)(6) 2002, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# j11041r23, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported that the patient underwent a dye flow study on (B)(6) 2015 at which time 3cc of contrast was injected into the pump. The simple continuous rate was left at approximately 0.97ml/day. The pump was analyzed over an 8 day period. On (B)(6) 2015, all 3cc's were removed. The cause of the discrepancy was unknown. It was noted that the logs were checked. The patient had underdose symptoms-inadequate pain relief. The pump was replaced on (B)(6) 2015. The patient's status at the time of report was "alive-no injury."